Event description:
It was reported that during a percutaneous coronary intervention, difficulties with the inflation device occurred. The lesion was located in an unspecified vessel. The physician attempted to use the encore advantage inflation device to post-dilate a taxus stent, however, the pressure gage "did not rise". The physician used another of the same device to successfully complete the procedure. No patient complications were noted and the patient's status was reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.